Manufacturer narrative:
A complaint was received on 12/04/2023 10 ml green plunger syringe cracked under pressure and blood was expelled over the field and onto the medical doctors face. A supplier corrective action request (scar) was issued to the syringe supplier procedure products, inc. The sample has been returned to deroyal for evaluation. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
10 ml green plunger syringe cracked under pressure and blood was expelled over the field and onto the medical doctors face.

Manufacturer narrative:
A complaint was received on 12/04/2023 10 ml green plunger syringe cracked under pressure and blood was expelled over the field and onto the medical doctors face. The sample has been returned within a biohazard bag and determined to be contaminated therefore, it was unable to be returned to the supplier for evaluation. However, a picture of the bagged sample was sent to the supplier. A supplier corrective action request (scar) was issued to the syringe supplier procedure products, inc. The true root cause was unable to be determined by the supplier procedure products, inc. Due to the syringe having undergone additional processing by deroyal such as sterilization. Potential root cause bulk, non-sterile syringes are inherently susceptible to damage that can occur during shipping, storage, handling, placement into kits, sterilization, additional processing, etc. We highly recommend thorough incoming inspection activities to ensure damaged syringes are identified prior to use. Procedure products, inc. Has historical testing data for pressure failure at the gasket, which averages >315 psi for these syringes. None of the tested barrels ruptured before gasket leakage relieved the internal pressure. We have not seen any evidence that would indicate this failure is part of a larger trend. While we provide syringes to deroyal in bulk, we also offer a variety of sterile syringes using the same barrels. Of the last 70,000 syringes sold in sterile format we have not been made aware of a single failure of this nature. Due to the root cause finding there were no corrective and preventive actions taken by procedure products, inc. Production records were reviewed by deroyal, and no issues were found. An inventory check of the syringe was made by deroyal, a total of (B)(4) of the 5-17181 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.